Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned to abbott burlington for analysis. The returned controller was connected to a mock loop and a log file was downloaded. The downloaded log contained data spanning approximately 6 days ((B)(6) 2019 per timestamp). Additional events were captured on (B)(6) 2019 due to the system controller returning to abbott burlington for analysis. The driveline was disconnected while turning the system controller off on (B)(6) 2021 at 02:10:38 and was not reconnected again in the log file. There were no notable atypical alarms active in the log file that would indicate an issue with the system controller. The controller was then functionally tested and passed all steps without issue; however, during a self-test, it was noticed that the pump running led on the controller was dim. Additionally, the backup battery pin was slightly bent out of place; however, it did not affect the functionality of the battery. The pin was bent back to the original expected position and the battery operated without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on (B)(6) 2016. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon visual inspection of the heartmate 3 system controller (serial number: (B)(6)), a dim pump running led, missing software version label and a bent pin in the backup battery were found.

Manufacturer narrative:
The patient's age at the time of the event has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon visual inspection of the system controller, there was a bent pin in the backup battery found.